Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 22 events were reported for this quarter. Product return status: 2 devices were received. 19 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information: 22 devices were not labeled for single-use. 22 devices were not reprocessed or reused.

Event description:
This report summarizes 22 malfunction events in which the device reportedly overheated. 16 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.